Event description:
The customer reported the device alarmed and shut down while in use. The customer reported no patient harm. The manufacturers field service technician was unable to duplicate the reported problem. Review of the diagnostic log does not confirm a power fail or vent inop condition. There were no parts replaced. The device passed all performance verification testing.